Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed.

Event description:
It was reported that the expiration date is missing from 5 packs with an unspecified bd pen needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the consumer called to inquire about expiration dates for pen needle sample packs. He stated that he has 5 sample packs with no expiration date on them.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 8144503 was reported, however, this is not a lot# manufactured for this product line. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the expiration date is missing from 5 packs with an unspecified bd pen needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the consumer called to inquire about expiration dates for pen needle sample packs. He stated that he has 5 sample packs with no expiration date on them.